Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, inappropriate capture and left ventricular (lv) lead dislodgement were observed. All the lv vectors captured the atria. Chest x-ray was performed, and the lv lead was confirmed to be dislodged in the primary coronary sinus. The device was programmed with right ventricular pacing only. The lv lead was explanted and replaced. The patient was stable.